Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the wand broke. All of the broken pieces were removed and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). Alleged failure: plastic tip started to peel. Probable root cause: manufacturing non-conformance, shipping damage. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the wand broke. All of the broken pieces were removed and the procedure was completed successfully.